Manufacturer narrative:
Unit received unable to perform the displacement test due to detached end cap noted.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the bottom of pump was damaged. The device will be returned for analysis.